Event description:
It was reported that the lead dislodged. Lead dislogement resulted in loss of threshold. The device was reprogrammed. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.